Event description:
It was reported that during an unknown procedure, can¿t clip on vessel and found a crack on the jaw. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: follow up received from affiliate: did device not fire clip onto vessel? Yes. Was clip applied to vessel but did not hold? Yes. Did any part of device jaw break off and fall into patient? No. If part broke off of device, was it retrieved?- was there any patient consequence? Patient lost a little bit more blood, doctor solved this problem by use covidien clip. Additional information requested from affiliate: how much bleeding occurred (please quantify amount such as 50cc's, 100cc's)? Were any blood products given? Was there any change to procedure or post-op patient care?

Manufacturer narrative:
(B)(4). Shaft. The analysis results for the el5ml device found that it was returned with the shaft bent at the distal end area. This condition caused the jaw's internal components to loose their intended position. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. However, it could not be determined what to may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.